Manufacturer narrative:
Isi received both of the endowrist stapler 45 instruments involved with this complaint and completed investigations. Investigations were unable to confirm the customer reported failure modes. In addition, the root cause of the intra-operative complication is unknown. Evaluation of the 1st endowrist stapler 45 instrument (part 470298-11; lot s11161223-0013) with an in-house blank reload on an in-house system found that the instrument clamped and fired. There was no wrist damage observed; however, there was a grinding noise coming from the instrument at the end of its clamping sequence while in the yaw up position. A repeat test was performed with the instrument in the yaw up position and the instrument failed to clamp at 91 percent. Material shavings were seen coming off of the clamp cardan and pivot tube during clamping/unclamping. The welds on the clamp cardan shell appeared to protrude slightly above the outer surface of the shell and may have been interfering with the instrument's pivot tube. Microscopic inspection of the wrist area shows that the lower third of the welds had been grounded down and the pivot tube exhibited wear marks that align with the cardan shell edge. It was concluded that the contact between the cardan and pivot tube is one of the various possible causes of incomplete clamps, which is what the customer reported. Other possible causes include tissue density, inappropriate reload selection, and user technique. Evaluation of the 2nd endowrist stapler 45 instrument (part 470298-11; lot s10160707-0019) found no physical damage to the instrument's wrist. The instrument installed on an in house system, passed initialization. The instrument passed clamp, fire and unclamping testing with no issues noted. Intuitive motion was experienced and the grips opened and closed properly. A shim test was performed with a in-house metal stapler reload. The instrument completed clamping and unclamping in various wrist orientations with no issue. There were no additional findings. Isi reviewed the site's system logs of the system logs for the reported procedure date of (B)(6) 2018 and there were no associated errors found. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the endowrist stapler 45 instruments did not complete clamping. During the unsuccessful clamping attempts, it was alleged that there was a cut noted in an unspecified location of the patient's bowel, thus the surgeon made the decision to convert the planned surgical procedure to open surgery to resolve the cut bowel issue and to complete the planned surgical procedure. It is unknown what caused or contributed to clamping issue. In addition, the location and the root cause of the intra-operative bowel defect is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, two separate endowrist stapler 45 instruments allegedly only clamped to 75 percent on bowel tissue. Reportedly, after the staplers failed clamping attempts, the surgeon observed that the patient's bowel exhibited a cut. It was initially reported that due to the clamping issue, the surgeon made the decision to complete the planned surgical procedure using open surgical techniques. On 02/02/2018, intuitive surgical, inc. (Isi) obtained additional information from the site's robotics coordinator who initially reported this complaint. According to the robotics coordinator, the surgeon initially selected a blue stapler reload to use with the endowrist stapler 45 instrument, however, the clamping attempt was incomplete, the surgeon then chose a green stapler reload and the clamping issue recurred. After installing a replacement endowrist stapler 45 instrument with a green stapler reload, the surgeon was still unable to obtain a successful clamp. At that point, the surgeon observed a small cut in the patient's bowel and he converted the procedure to open to resolve the bowel defect and to complete the procedure. According to the robotics coordinator, the patient's tissue appeared normal. The patient had not undergone any pre-surgical chemotherapy or radiation treatment and the patient's tissue was not too thick. There was no bunching of tissue in the instrument's jaws and the surgeon did not use buttress material. During the clamping sequence of the instruments, the surgeon had not encountered any interferences between the instrument's jaws. The surgeon does not know what caused the clamping issues. The robotics coordinator indicated that the patient had not returned to the hospital due to any post-surgical complications. The robotics coordinator indicated that she was unable to provide any additional information.